Event description:
In 2003, device #1 luer lock connection of clave adapter came loose of the extension tubing causing the pt to sustain a significant blood loss (1/2 to one unit) that required blood transfusion and volume replacement.